Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with unknown size unknown gel implants smooth on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.